Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Reported incident: lateral condyle fracture in operative knee during triathlon knee procedure. Discovery: surgeon noted a lateral condyle fracture after removing the femoral component after final trialing [left knee]. Remedy: surgeon used two 6.5 x 60mm cancellous screws and one washer to repair the fracture. Case continued as normal and finished well. Surgeon achieved adequate fixation with the two screws. Patient will be ordered to remain 'touch' weight-bearing by surgeon for 6 weeks. Patient will need post op x-rays every 2 weeks for the 6 weeks (3 x-rays per session) and may require further follow up. Update as per conversation with sales rep on 11/04/2015: the lateral condyle fracture was noticed after the femoral trial was removed. All the components listed in the product grid were implanted after trialing and remained implanted in the patient and were not suspect devices for this event.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an unknown triathlon femoral trial component was reported. The event was not confirmed. Medical records received and evaluation: a review by a clinical consultant stated the following comment: I have seen the x-rays for this case but they are prior to arthroplasty and document some advanced degenerative findings in the knee with a good indication for arthroplasty. There is no clear evidence for osteoporosis as potential contributing factor to intraoperative fracture after trialling of the femoral component. As such, it is not possible to establish a root cause of failure for the problem reported because this occurred during surgery. Conclusions: the reported event involves a fracture of the femoral condyle (bone) that occurred during trialling. The fracture was fixated using two screws and a washer. Medical review of the pre-operative x-rays could not establish a root cause of failure for the problem. Additional information such as device lot details, return of the trial component, operative notes and patient history are needed to determine the root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Reported incident: lateral condyle fracture in operative knee during triathlon knee procedure. Discovery: surgeon noted a lateral condyle fracture after removing the femoral component after final trialing [left knee]. Remedy: surgeon used two 6.5 x 60mm cancellous screws and one washer to repair the fracture. Case continued as normal and finished well. Surgeon achieved adequate fixation with the two screws. Patient will be ordered to remain 'touch' weight-bearing by surgeon for 6 weeks. Patient will need post op x-rays every 2 weeks for the 6 weeks (3 x-rays per session) and may require further follow up. Update as per conversation with sales rep on 11/04/2015: the lateral condyle fracture was noticed after the femoral trial was removed. All the components listed in the product grid were implanted after trialing and remained implanted in the patient and were not suspect devices for this event.